Event description:
Registered respiratory therapist (rrt) responded to ventilator alarm. Patient's mechanical ventilator alarming a technical fault (tf) code. Pt was not being ventilated at that time. Pt immediately removed from mechanical ventilator and hand bag ventilated. Mechanical ventilator then shut off completely. Vent was removed from use and tagged for service.